Manufacturer narrative:
Neither the rapid infuser, fms2000 nor the 3-spike disposable set involved in the incident have been returned to belmont for investigation. In belmont's experience, a melted or deformed disposable set is typically the result of clot formation within the heat exchanger. No photographs were provided for review and the user was unable to provide the associated lot number, therefore review of a specific library/retain sample is not possible at this time. It was reported that normal saline was being added when the users were low in blood product. The following contraindication is stated in the operator's manual: "lactated ringer's solution, dextrose in water, and hypotonic sodium chloride solutions should not be added to blood components (aabb technical manual 17th edition, page 624)." When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. The manufacturing records for this serial number were reviewed and no related anomalies were identified. The lot number of the 3-spike disposable set was not available, therefore review of a specific library/retain sample and batch record information is not possible. Without the ability to investigate the device or associated disposable set, it is difficult to draw a conclusion regarding the reported high temperature alarm and damage to the disposable set. Follow up with the user facility revealed that there was no injury to the patient. Should additional information become available, a supplemental report will be submitted.

Event description:
Belmont's sales representative relayed the following report about a 3-spike disposable set: "received an email from (B)(6) regarding an incident where the belmont overheated during a massive transfusion where the heat exchanged began to melt. The nurse who was running the device at that time was (B)(6). He stated "so that day we primed with ns 500+ ml, then transitioned to blood products, (whole blood, first then prbc, plasma and wb) we were running to the blood bank often to try to keep the belmont fed, and adding ns when we were low in product to keep the flow going through the belmont and keeping the reservoir with some fluid in it. Around the 6 or 7 round of coolers we got an alarm for high temp and to change the circuit, and reservoir. We switched out the circuit as directed, and ran in to the same warning again. We tried to restart the unit without change. We grabbed the belmont from the trauma bay and swapped out the circuit, the reservoir was cool to the touch and the heating element was warm but not hot. Since we had changed circuits once I was trying to troubleshoot on the fly. Not sure what went wrong, but after another 2 rounds is when we noticed the burning smell." The user does not have any documentation on the part numbers of the tubing that was used."